Manufacturer narrative:
(B)(4). Date of follow-up report: 06/30/2016. One used lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed that the jaws opened and closed normally using the handle, as well as when applied to porcine tissue. The knife would also deploy and retract smoothly. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 05/23/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade became stuck and the surgeon had to pull the trigger backwards manually in order to release the device from tissue. There was no injury to the patient.